Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01317, 3005168196-2020-01318, 3005168196-2020-01320.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached a smart coil into the target vessel using the handle. The physician then placed another smart coil into the tip of the aneurysm and attempted to detach it using the handle; however, after two attempts, the smart coil failed to detach. It was reported that the physician depressed the handle and pulled it back before hearing an audible click; but the smart coil did not detach. Then, the physician manually pulled apart the microcatheter to pull the pusher assembly of the smart coil to detach it; however, the smart coil did not detach. Therefore, the smart coil and handle were removed. Next, the physician placed and detached multiple smart coils into the target vessel using a new handle. While advancing two additional smart coils, the physician experienced resistance within its introducer sheath. However, the physician was able to successfully place and detached both smart coils into the aneurysm. The procedure was completed using additional smart coils, the same second handle, and the same microcatheter. There was no report of an adverse effect to the patient.